Event description:
When pressure is applied through the injection port, the thumbwheel is popping off the end. No harm or injury reported.

Manufacturer narrative:
Device eval: this device has not been received for eval. A f/u report will be submitted when the eval has been completed. Eval, conclusions: a f/u report will be submitted when the eval has been completed.